Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre discharge, post implant follow-up, myopotential oversensing resulting in pacing inhibition was noted. The duration of asystole was around three seconds, however did not result in adverse patient effects. The system was reprogrammed to mitigate further oversensing by activating the biv trigger and adjusting the rv sensitivity up to 0,8 mv. The technical services recommendation was to keep the patient monitored for any additional noise episodes. To date, this device remains implanted and in service.